Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable drug infusion device. The drug being delivered was dilaudid with an unknown dosage and concentration. The reason for use was failed back surgery syndrome and spinal pain. It was reported that on (B)(6) 2016 the patient¿s pump was flipping due to weight loss, stating that the very bottom of the pump was ¿deep inside her.¿ the patient also reported that when they go to give themselves a bolus dose it does not connect and they had to lay down to do the bolus. The patient used to weigh (B)(6) pounds and now the patient weighs (B)(6) pounds and has lost (B)(6) pounds,and is still losing weight. There were no symptoms reported. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that patient was scheduled to get the pump taken out. The pump was tilted at an angle, starting to come out of the scare (you can see it) and it was causing her pain. Patient had to wear a pad over top of the pump because she kept hitting it daily. Patient was scheduled to have surgery next week. It was supposed to be today but she got bronchitis. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.